Event description:
This is an on going problem with my philip's resperonics CPAP machine. I was never notified of the recall, I only found out by chance from reading a news article in september. Neither did lincare the company that sold me machine notify me. I've had issues with chronic sinus and ear infections unexplained eye redness and shortness of breath. I have severe sleep apnea so must continue to use the .machine until it can be replaced. Philip's tells me they can't even guess as to how long that it may take to replace my machine. I have noticed for a long time how dirty filters would be upon weekly replacement and one filter insurance will only allow a replacement for every six months. I've talked to my insurance who explained how I can ask (B)(6) at my appointment on (B)(6) 2021 to request authorization for increasing the number of replacement filters until the machine can be replaced. I wish that a formal complaint be made on my behalf against philip's and also lincare medical supply for failing to notify me of the recall. I have been keeping the filters when I replace them. I have picture I would like to attach but am not sure this form will allow me to, so you can see the black sediment being filtered out in one weeks time by paper filter and the second 'pollen filter's in 6 months time. That I was rinsing and cleaning with vinegar then drying out because I only receive a replacement every six months for that filter that gets attached to the paper filter. I'm not sure what the rest of this form is asking for. I dont think there is a test for the black dust I have to inhale because there is no other option for me until philip's sends me a replacement machine. I am keeping filters that I replace in case I have even more health problems. I am disgusted because all the time I used the machine when I replaced the filters up until I read the article about the recall I thought those filters reflected how poor the air quality in my apartment was. Not knowing that the "profanity" insulation in the machine was the cause of that black dust. FDA safety report ID # (B)(4).